Manufacturer narrative:
H3: analysis found that the device has been received in good conditions. No anomalies have been found. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Analysis for serial number: (B)(6) h3: analysis found that the customer's complaint has been confirmed. There is a technical issue error message on start. The batteries are more than 2 years old. Stim board failed. Software was upgraded. Fdr codes: c0208, c070606, fdc: d02, img: g02002, g02008 belongs to serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h6: img code g02005 belongs to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that device was getting patient interface fault detected. There was no patient impact.